Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic for routine follow up, non sustained right ventricular oversensing due to post paced t wave oversensing was observed on the stored egm. Programming changes were made, and the issue was resolved. The patient was stable.